Manufacturer narrative:
Product event summary: the device was returned and analyzed. The no sensing failure and parity errors were confirmed; however, the condition disappeared during analysis. Attempts to reestablish a failure mode were unsuccessful. The cause of the reported failure was not determined.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a implantable pulse generator (ipg) interrogation, post the patients receiving radiation therapy, a sensing issue was discovered and it was noted that v sense markers were not present despite adequate deflections indicated on the egm. It was further discovered that the device had experienced two recent parity errors. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.